Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that surgery was planned to replace two percutaneous leads by a paddle lead. During procedure, the paddle lead was carefully cleaned with a wet surgical compress. After that, one of the midline lead poles appeared to be only partially attached to the lead body. Impedance measurements showed high impedances at pole 8. Cleaning with the compress may have contributed to damaging the lead pole. A different paddle lead was used, was successfully implanted, and connected to the ins. Therapy resumed normally. The patient was alive with no injury. Additional information was received reporting that the two percutaneous leads needed to be replaced due to one lead had high impedances at several poles. The anatomical targets could no longer be programmed. Since it was very difficult to place a percutaneous electrode for anatomical reasons, the implanter decided to use a paddle lead.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# va2h5f1007 implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead product ID 977a275 lot# va2dzaa902 implanted: 2021-12-20 explanted: (B)(6) 2023 product type lead product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-oct-2025, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 23-apr-2025, UDI#: (B)(4) ; product ID: 977c165, serial/lot #: (B)(4), ubd: 04-oct-2026, UDI#: (B)(4) codes belong to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation: analysis of the 977c165 lead with serial number (B)(6) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.